Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of approximately 11 months, oversensing was reported. Follow-up appointments were planned. The system remained implanted at that time. No adverse patient events were reported.